Manufacturer narrative:
Follow-up #1: date of submission: 18-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-sep-2018 with the following findings: on investigation, the returned battery cap was intact and without damage and able fit properly to the pump. Evidence of moisture was confirmed in the battery compartment. The pump was unable to power on for testing; the device was unresponsive. Due to this failure to power on, the alleged battery life complaint was not able to be investigated. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation through which moisture ingress occurred confirmed by leak testing. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter stated there was moisture corrosion in the battery compartment and denied damage to the pump and the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.